Event description:
The customer tested his blood glucose using his contour meter and contour link meter. The results were 109 and 249mg/dl respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.

Manufacturer narrative:
The serial number provided was invalid, so the manufacturing date could not be determined.